Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Age and date of birth unknown / not provided. Weight unknown / not provided. Additional PMA/510(k) number ¿ k101880.

Event description:
It was reported that the implant was causing pain and was removed.

Manufacturer narrative:
One imp,tsv,mcol mg,6.0mm,10mm,mtx (tsvm6b10) was returned for investigation. Device was measured with a caliper (cal002c159 cal due: jun 7, 2023) and matched print specifications. No malfunction detected that could lead to the reported event. Implant had signs of use, bone debris and blood attached. The device could not be functionally tested for the reported failure (pain). Pre-existing condition noted on the per was unknown bone density. The reported device had been placed on tooth #18 for approximately 12 days. X-ray and picture images were not provided. Appropriate documentation was reviewed. DHR review for the lot number (1253346) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. Products was conforming at the time it left zimvie. Lot was inspected and passed all acceptance criteria by qa. All sterilization activities were conducted with no nonconformities per sterilization record (op#150). Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming products within specifications. Complaint history review was performed for the reported lot number (1253346) for similar events and no other complaint was identified. December post market trending was reviewed and there were no actionable events or corrective actions for the reported event or product. Therefore, based on the available information, device malfunction did not occur. However, the reported event could not be verified as the exact details of event were nonverifiable.

Event description:
No further event information available at the time of this report.